Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
New information received indicates that the patient presented remotely via merlin.net. Upon review of the transmission, it was reported that the implantable cardiac monitor (icm) exhibited false pause episodes due to undersensing issue. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited false pause episodes due to undersensing issue. No intervention was performed and the patient's condition was unknown. The patient will continue to be monitored.